Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) found issue to be excessive condensation buildup which clogged the purge line at the filter. Fse replaced tubing assembly, filter and check device ran through all the possible ways. Ready for patient use. Returned to customer. Patient involved and no harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had autofill failure code 16 0 in logs. Issue found to be excessive condensation buildup which clogged the purge. No harm reported.

Manufacturer narrative:
Additional info initial reporter's name: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6. Corrected fields: h11.

Event description:
N/a.